Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch filed, additional information was received:right common femoral arteriotomy closure was attempted after transcatheter aortic valve implantation (tavi) using a 14fr sheath. Hemostasis was achieved using another prostar xl device. The physician is reportedly trained in the use of the prostar xl device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event date: date is estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an unspecified artery closure was attempted after an interventional procedure using a prostar xl device. Reportedly, when the 0.35 guide wire was put into the distal part of the device and outside of the patient, the guide wire fits well. However, when the device is inside the patient and the guide wire is advanced, friction is felt and sometimes it is difficult to advance the guide wire. It is unknown how hemostasis was achieved. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. It is unknown if the physician is trained in the use of the prostar xl device. No additional information was provided.